Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. A new cartridge was successfully filled to address the issue. Customer's blood glucose level was not impacted.